Event description:
The report states: staple jamming. The was no reported injury. A new stapler was used.

Manufacturer narrative:
Qn#(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
The report states: staple jamming. The was no reported injury. A new stapler was used.

Manufacturer narrative:
Qn#(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. P/n 528135 is not being manufactured currently, however, another part number from the same family was use for the "verification of failure mode reported in the current manufacturing process" and was conducted as follows: (B)(4) staplers were taken from the current production from p/n 528236 visistat 35w non-sterile lot# 73k2200274, the staplers were functionally inspected and issue reported "misfire/jamming - staples not firing" was not observed in the current manufacturing process, the staples were loaded and released correctly. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Manufacturer narrative:
Qn(B)(4). The customer returned one unit of 528135 visistat 35r 6/box for investigation. The returned sample was visually examined with and wi thout magnification. Visual examination of the returned sample revealed that the staples appeared properly aligned. The stapler was returned with 35 staples remaining in the cover block. The trigger was not returned engaged. An attempt to fire staples was made by engaging the trigger of the stapler using hand pressure. Upon engagement of the trigger, the first staple properly fired. Four more attempts were made with the same results. To simulate insertion into the skin, the stapler was fired into a skin pad. The next 27 staples were able to properly fire into the skin pad. However, the last three staples misfired. The stapler was disassembled, and it was confirmed to have been assembled correctly. No defects or anomalies were observed with the device. It could not be determined what exactly caused the staples to misfire.(B)(4). Upon functional inspection, the first staple properly fired. Four more attempts were made with the same results. To simulate insertion into the skin, the stapler was fired into a skin pad. The next 27 staples were able to properly fire into the skin pad. However, the last three staples misfired. The stapler was disassembled, and it was confirmed to have been assembled correctly. No defects or anomalies were observed with the device. It could not be determined what exactly caused the staples to misfire. Each stapler is fired three times and then 100% inspected for proper staple alignment at the manufacturing site. For this reason, it is unlikely that the issue was present at the time of assembly. An nc was opened by the manufacturing site to further investigate this issue. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
The report states: staple jamming. The was no reported injury. A new stapler was used.